Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2019 the patient presented with a st elevated myocardial infarction and a 3.00 x 18 mm xience sierra stent was implanted. On (B)(6) 2019 the patient was re-admitted with unspecified cardiovascular symptoms and atherosclerosis. The treatment administered on re-admission was not specified and the final patient outcome is not known. No additional information was provided.